Event description:
It was reported that the performance of the child was alright, but recently it started decreasing. Now the child reacts to very loud sounds only and does not react when the battery goes flat. Testing revealed that the groundpath impedance has increased from 2.35 kohms to 3.50 kohms and some remarkable impedance values. X-rays confirmed the cochlear implant and electrode array in their proper places. No physical injury or any other illness was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.